Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. According to information received from the insulet customer service team on or around (B)(6) 2026, the patient experienced a seizure associated with a reported reading of 50 mg/dl. Emergency medical services were contacted, and upon arrival, paramedics recorded a blood glucose level of 20 mg/dl. Dexcom technical support made multiple attempts to follow up with the patient to obtain additional details and clarification regarding the reported incident; however, these attempts were unsuccessful, and no further information was obtained. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.